Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to reported noise and oversensing. No pacing inhibition was noted. The device will not be returned. No adverse patient effects were reported.